Event description:
The company was informed that the patient experienced device extrusion and would dehiscence at the incision site. On (B)(6) 2013, the patient was prescribed keflex 500mg for 10 days. On (B)(6) 2014, the patient was prescribed keflex for 42 days. The patient's device reportedly fell out of the patient's head on (B)(6) 2014. The patient continues to be monitored.